Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the endoscopic co2 regulation unit has an insufflation issue. According to the reporter the device is not blowing air properly. The reporter stated that the issue sometimes occurred during a procedure where the device turns off and when turning off and on, the device works. There are no patient harm or injury reported due to this report.